Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2020. According to the complainant, during the procedure, the controller was not working. It powers up but will go back to the main screen, and there is no image. Reportedly, a second spyscope ds ii was used; however, this did not resolve the image problem. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.